Event description:
Reporter indicated that the site's programming system was "not working half the time." After being changed, the handheld computer would often not turn on and none of the troubleshooting resolved the problem. Products were returned to the manufacturer, but analysis is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.